Event description:
It was reported that the carrier of the tunneling kit snapped when the extension leads were being passed through the pt. The "carrier socket part (plastic)" of the carrier got caught internally and broke. The same extension lead was used and no harm was caused to the pt. Additional info has been requested, a f/u will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4). This report is being submitted late due to a delay by a MFR employee. A process improvement plan and training are in place.